Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during use, the balloon was torn. Used another device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30mins. No patient info available.

Manufacturer narrative:
(B) (4).